Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s recharger was stolen in (B)(6) 2016, since then they have not been able to charge the device. Therefore, the patient¿s symptoms were back, was in pain, and really hurting. No device issues were reported. The patient needs a new recharger. It was unknown if any troubleshooting, diagnostics, or actions were performed. Additional information reported that as of (B)(6) 2017 the patient had been taking to aleve to help with their pain. Additional information was received from a patient on 2017-apr-11. The patient stated that they are in pain and are having a hard time. Additional information was received from a patient on 2017-apr-14. The patient reported having poor communication and a poor communication screen on (B)(6) 2017. The patient was having issues with their implantable neurostimulator recharger (insr) and their patient programmer. They were unable to connect and there was no communication with the insr. The patient saw a reposition antenna screen during their charge and said that their insr was fully charged. The patient did not see any coupling boxes during their attempt to charge. The last time the patient felt stimulation was when it turned off in (B)(6). The last successful charge session was (B)(6) 2016. The patient reported having pain since the end of (B)(6). The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that their device is not working and would like to have someone sent to their house to get it working. They are in a lot of pain in their back and left leg. The patient said that someone told them that it was in a sleep mode and they need someone because they are in a lot of pain. No further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient noted they had two devices stolen from them in (B)(6) 2016. Additionally, the patient noted their pain was getting worse with their back and legs and that they were in a lot of pain and ¿hurt to walk.¿ the patient reported their devices had helped their pain a lot and that they were waiting to receive them in the mail as of (B)(6) 2017.